Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking where the infusion tubing had become separated from the connection at the headset. The patient experienced and elevated blood glucose level of 340 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.